Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device intermittently fails the user initiated shift/system check general system test. There was no report of patient involvement and there was no patient harm.